Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers scrolled up on their own when the up arrow was pressed. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. E insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input.